Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage was noted under the display screen, electronic assembly or motor. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer was unable to go to the menu screen. Customer also mentioned that there was fluid behind the display. Customer's blood glucose reading at the time of the call was 9.4 mmol/l. No further information reported.